Manufacturer narrative:
Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Pump received with missing display window cover and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump ok button was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.